Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the lower back and inadequate stimulation despite several reprogramming. It was noted that the patient was taking tramadol, ibuprofen, codeine and steroid injection. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.